Event description:
Report received of an over-delivery of dilaudid due to user error in programming the device. It was reported that the pharmacy filled an empty sterile syringe with 1mg/ml concentration of dilaudid. The total volume of medication in the syringe was 30ml. The pump was programmed in the continuous + pca mode to deliver dilaudid with a continuous rate of 0.1mg/hour, 0.2mg pca dose, 8 minute patient lockout. No 4-hour limit was reported. The customer contact reported that an error occurred with programming of the drug concentration. The pump was programmed with a drug concentration of 0.2mg/ml, when the drug being used was actually a 1mg/ml concentration. The pca infusion was started two days before the event, and the programming error was reportedly discovered two days later, on the day of the event. On this date, the pt was sent to the radiology department for a procedure. The md ordered two loading doses, one dose of 1.5mg and a second dose of 1mg, to be given to the pt. As the pump was programmed with the wrong drug concentration, the pt actually received 7.5mg and 5mg respectively with these loading doses. When the pt returned to patient's room after the procedure, patient was reported to be "significantly sedated" with an oxygen saturation level of 67%. The pt received graduated doses of narcan, 0.8mg ivp x3 doses. The pt did not require intubation, but was transferred to the ICU for observation. The pt reportedly required no further medical intervention.